Event description:
Same case as MDR ID: 2134265-2015-05499. It was reported recapture difficulties occurred. A 33mm watchman ® laa closure device & delivery system was selected and advanced into the watchman ® access system. The device was deployed in the left atrial appendage (laa); however, it was too proximal to the ostium and it moved, so they needed to recapture the device. The physician experienced "extreme" difficulty recapturing the device back into the delivery system and access system, but was able to recapture it. After the physician took the closure device out of the body, he noticed one of the tri-cut flaps on the distal tip of the delivery sheath was folded inward. Another 33mm device was implanted to complete the procedure. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a wds. There was blood on the hub and contrast in the shaft. There were numerous kinks throughout the wds. The implant was received inside the shaft of the sheath. There were some of the anchors bent and protruding through the shaft. There was no damage or irregularities to the corewire. The tip was damaged with one of the folds bent. The tip damage and anchor damage is consistent with recapturing the implant. Functional testing was performed by loading the wds into the returned was with no resistance. An attempt to deploy and recapture the implant was unsuccessful, due to the anchors protruding through the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05499. It was reported recapture difficulties occurred. A 33mm watchman laa closure device & delivery system was selected and advanced into the watchman access system. The device was deployed in the left atrial appendage (laa); however, it was too proximal to the ostium and it moved, so they needed to recapture the device. The physician experienced "extreme" difficulty recapturing the device back into the delivery system and access system, but was able to recapture it. After the physician took the closure device out of the body, he noticed one of the tri-cut flaps on the distal tip of the delivery sheath was folded inward. Another 33mm device was implanted to complete the procedure. No patient complications were reported and the patient's condition is fine.